Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro was initially connected the smoke comes from the tissue welder tip with the jaw closed and glowing red without being activated. Device was immediately unplugged. The hospital used a second hemopro device and a new cable, successfully completed the case. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).